Event description:
A customer contacted baxter's technical service center, regarding a system error (se) 2240 (air in set) during drain 1 of 1 on the homechoice. The home patient (hp) had disconnected and did not press stop on the machine. The hp then reconnected and the machine alarmed with the se2240. The technical service representative (tsr) explained the alarm had hp cycle power to the machine. Proper procedures per the user manual were reviewed with the hp. Hp will restart with new supplies and notify the nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) had disconnected and did not press stop on the machine. The hp then reconnected and the machine alarmed with the se2240. The batch review was not performed because the lot number is unknown. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).